Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation. The inratio testing strips were not returned. The customer's complaint of discrepant low results was not confirmed during in-house testing. The retain strips tested on the returned monitor met both accuracy and repeatability criteria. The manufacturing records for the lot were reviewed and the lot met release specifications. The returned monitor met functional and thermistor testing requirements during investigation. The impedance curve associated with the customer's inratio inr result of 1.4 was analyzed statistically. It was determined to be normal in shape and did not have weak slope change or other abnormalities in shape. The reported historical inratio inr results of 2.3 and 1.9 were found on the reported dates in the monitor. Since these results were not in the last 4 results stored in the monitor, the curves could not be analyzed. There is no information that suggests there is a product deficiency with the returned monitor. The root cause of the complaint is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported discrepant low inratio inr. Historical inratio results (customer not concerned) : therapeutic range: 2.0 - 3.0; (B)(6) 2015: 2.3; (B)(6) 2015: 1.9. (This is considered the date of occurrence since with was the start of the variance between results.) On (B)(6) 2015, the customer was hospitalized for stomach flu and coumadin was stopped at the time of hospitalization. On (B)(6) 2015, the laboratory inr was 5.5 and vitamin k was administered. On (B)(6) 2015, the laboratory inr was 2.4. On (B)(6) 2015, the coumadin was resumed. On (B)(6) 2015, the inratio inr was 1.4. There was no additional information provided.

Manufacturer narrative:
Investigation pending.